Event description:
It was reported that a malfunction alarm occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues arise.